Event description:
User alleges while performing a breast biopsy, they were injecting lidocaine into the breast soft tissue prior to biopsy and the needle broke off. The needle had to be removed from pt.

Manufacturer narrative:
Investigation: a review of the production record for this lot did not reveal that any non-conformance that would explain this event. The complaint sample along, with 28 unopened samples from the reported lot, was returned for evaluation. The complaint sample was sterilized per smiths medical standard procedure. The complaint sample was visually examined. The needle cannula broke at the top of the epoxy cone; the cannula did not separate from the epoxy. The needle and needle pro were returned, however, the section of the needle that broke off and the needle cap were not returned. The remainder of the cannula is visible in the epoxy. The complaint sample was further examined under 20x magnification. The remnant of the needle cannula was examined and found to have an oval shape. The surface of the cannula was jagged; indicating that the needle had been bent near the epoxy to the point of fatigue and failure. The unopened samples were removed from the package and visually evaluated under 20x magnification. The needle cannula was examined for damage and/or defects; none was found. Samples of the needles were tested by bending the cannula at the top of epoxy until it failed. The needles were bent to 90 degrees, straightened and then 90 degrees in the opposite direction. The needle broke at the top of the epoxy when it was straightened. The remnant of the cannula in the epoxy had an oval shape similar to the complaint sample. A dozen of the returned samples were tested for needle stiffness. The needle stiffness met the product specifications. Conclusion: the complaint of the needle breaking was confirmed. The needle broke at the top of the epoxy. It is hypothesized that the needle cannula broke as a result of bending. The needle MFR will be notified of this failure.